Event description:
It was reported that far r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before and after the adjustments.